Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06sep2019. The manufacturer¿s international service technician confirmed the reported airflow issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. During further investigation (fi), the returned gds was installed into a known good test unit. The test ventilator was booted up into normal ventilation mode and delivered breaths. Power was cycled on and off without generating any errors. The gds unit did not fail any single test value from test procedure for v60x. The return reason could not be replicated on the subsystem and the failing component could not been isolated. The unit was noted to fail the low flow rate set point portions of airflow accuracy and oxygen flow accuracy during testing. The airflow sensor subsystem was determined to be failing from test data. The u1/u2 sensor is suspected. U1 and u2 have been replaced on the failing airflow sensor subsystem. After repair, the returned subsystem was re-tested under the procedure test procedure for v60x and no failures were noted under critical test conditions. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the airflow accuracy test (pvt test 5) failed at the 0slpm setting. There was no patient involvement.